Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed, and the cause is currently under investigation. The product returned for evaluation was one 20 g x 0.75 in. Safestep infusion set. A split was observed in the extension tubing at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed damage; however, it appeared that additional unidentified factors also contributed. The device is a supplied component, and the supplier has been notified of this event.

Event description:
It was reported, leakage occurred during infusion between tube and hub. Replaced safe step. No patient harm reported. It was reported this occurred with 2 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, leakage occurred during infusion between tube and hub. Replaced safe step. No patient harm reported. It was reported this occurred with 2 devices. This report addresses the first device.